Event description:
Reported by the customer as: nurse educator states that three pumps had alarmed infusion complete, however, between 10 and 15 ml of the narcotics were remaining in the 60 ml syringes. States they are using the pharmedium pre-filled syringes. Confirmed that nurses are twisting the plunger of the syringes. There will be no return of the syringes or pumps. No pt injury.

Manufacturer narrative:
According to the customer, devices will not be returned. There will be no further investigation work with these pumps.